Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1527103) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined; however incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that after the deployment of the mynxgrip device, the 5f procedural sheath could not be retracted back up to the grip handle. The device was being used for arterial closure following a diagnostic procedure. As reported, the stopcock was opened on the procedural sheath prior to shuttle down. Excessive force was not applied when shuttling down. There were no kinks in the procedural sheath or device after removal. The device was removed from the patient and manual pressure was held for 30 minutes or less to achieve successful hemostasis. The patient's hospitalization was not prolonged as a result of the mynx event. The patient recovered well with no difficulties. No further information is available.